Event description:
The facility reported a device with a failure code 810:04. The problem occurred while in use on a pt. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a device with a failure code 810:04 was confirmed during product evaluation. The failure was due to a faulty air in the line printed circuit board (ail pcb). The ail pcb was replaced during service. The pump was retested and returned to the customer within specification.